Event description:
It was reported that male external catheter had too much adhesive so the condom cannot be removed from the hat.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that male external catheter had too much adhesive so the condom could not be removed.